Event description:
Additional information received reported the issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, lot# h838840810, implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine, baclofen, and morphine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that in (B)(6) 2012, shortly after implant, the patient's device system was explanted due to an infection. The patient had a bedsore which was or became infected and the infection spread to the catheter so the entire system was removed. It was unknown by the reporter if the infection was confirmed. There was no allegation against device sterility. On (B)(6) 2016, the patient was being implanted with a new pump and catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.